Manufacturer narrative:
A 6f inquiry steerable catheter was received for eval. Visual inspection revealed no anomalies. Functional testing of the device confirmed the catheter when deflected created a curve and held the curve matching the required template. Steering force to create the curve met the required spec. The catheter passed continuity and EKG testing. Microscopic eval of the tip of the catheter revealed no issue. Review of the device history record confirmed this device met mfg requirements prior to shipment. The review revealed no non conforming material reports as well. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU. There was no reported malfunction during use with the inquiry steerable catheter.

Event description:
Related MFR #: 3005188751-2012-00045, 00043, 00038, 2030404-2012-00031. It was reported during an atrial tachycardia ablation procedure, the pt developed a cardiac tamponade. A brk xs transseptal needle and swartz slo introducer were used to gain access to the left atria. An inquiry catheter, therapy cool flex, and supreme catheter were used to perform the ablation procedure. The physician started a right atrial tachycardia ablation procedure using an ensite velocity system, however, the physician realized the tachycardia came from the left atrium and decided to perform a transseptal puncture. Geometry of the left atrium was performed with the inquiry and therapy cool flex catheter. Approx 30 minutes after the transseptal puncture and 10 minutes after the first radio frequency application, a cardiac tamponade was diagnosed. During pericardiocentesis, 150 cc was withdrawn. The procedure was continued until the arrythmia was successfully ablated. The pt's current status is listed as fine. Add'l info was requested and is not available.